Manufacturer narrative:
Per manufacturer's local staff, this was confirmed as a continuation of service for / duplicate of manufacturer report 1218950-2018-01628.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device gave an error 1003 message. There is no indication of patient involvement.